Event description:
The dentist reported that the abutment screw fractured. The dentist was able to remove the broken piece and place another abutment in the implant. It was placed on (B)(6) 2017 and the removal date (B)(6) 2017. No patient impact.

Manufacturer narrative:
This event was initially being submitted on april 04, 2017 0001038806-2017-00123 as a reportable event but through additional information provided and the complaint investigation it was concluded that this event is not reportable. The abutment certain low profile 17deg abut 3.4x2mm had signs of general wear due to usage around the abutment hex and the quick seat feature but did not identify any damage or malfunction, and not fractured as originally reported. On (B)(6) 2017 as follow up with customer stated that the low profile abut goldtite retaining screw is lpcgsh. Visual inspection of the as received product identified a bottom portion of the fractured retaining screw stuck in the abutment and the top part of low profile abutment retaining screw was not returned. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.